Event description:
Info received indicates the pt positioning monitor (ppm) wouldn't set due to fluid ingress on the scale/ppm circuit board.

Manufacturer narrative:
The technician replaced the scale/ppm circuit board to repair the bed.